Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the gimbal grip pad. Logs show tool presence pin errors to the time of the event. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The probable root cause is attributed to a defective grip pad.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, one of surgeon side console (ssc) in a dual console procedure master tool manipulator (mtm) moved non-intuitively. Intuitive surgical, inc. (Isi) clinical sales associate (csa) received phone assistance from technical support engineer (tse). Csa stated that the other ssc was working normally. Tse advised csa to clean the blue fiber cable on the ssc and then perform a test drive. The procedure was completed as planned with no reported injury. The following additional information was obtained from field service engineer (fse) follow up with the surgeon: there was no intuitive motion issue. The surgeon had an issue swapping from universal surgical manipulator (usm) 3 to usm 4.

Manufacturer narrative:
On 05/29/2025, the following additional information was obtained: the event occurred on 04/29/2025. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. Failure not related to inability to move the instrument. The movements of the surgeon did not scale appropriately to the instrument. There was an issue where; after switching instruments at the console, the joystick adjusted to the position of the other instrument only with a delay. The customer switched the console. The other one functioned perfectly. There was no patient injury.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 05/08/2025, the following additional information was obtained from field service engineer (fse) follow up with the surgeon: there was no intuitive motion issue. The surgeon had an issue swapping from universal surgical manipulator (usm) 3 to usm 4. Fse investigation confirmed no system issue. Fse performed an unrelated part replacement on the master tool manipulator (mtm) gimbal due to wear and tear.